Event description:
Additional information was received that the device was electively explanted and returned for reliability analysis.

Event description:
Boston scientific received information that due to an uncorrelated rhythm, anti-tachycardia pacing (atp) was delivered two times, resulting in an accelerated rhythm and went from an atrial rhythm to a ventricular rhythm. The patient implanted with this device had a history of slow ventricular tachycardia (vt) and was reportedly syncopal and was externally cardioverted. Upon review of the episode, the device did not provide shock therapy, as the rhythm never went fast enough to cross the vt zone. All shocks had been initially programmed off in the vt-1 zone in the device, with only atp therapy programmed on. The other zones had shocks programmed on. Technical services confirmed that the device behaved appropriately based on programming. Technical services discussed programming considerations.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.